Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was using cold insulin. The customer was instructed to load a new cartridge to resolve the issue. The customer declined follow up by tandem technical support to ensure the issue did not recur. There was no reported adverse impact to the customer's blood glucose level.